Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Brand name: unknown, not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. Phone number, facility name, address., unknown/not provided. PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Other: the device was not returned for analysis. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with the wrong keratometry measurements entered creating incorrect post cataract surgery refraction. The doctor ended up doing an explant/exchange. No other information was available.